Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, half of the screen was not appearing. Customer¿s blood glucose level was 180-200 mg/dl. The customer reverted to an alternate method of insulin therapy.